Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the cable strain relief, detaching the cable wires from the distribution node pca board. The detached wires caused the reported "add gel" messages. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The patient received a replacement electrode belt.

Event description:
The nurse of a (B)(6) male patient called zoll customer support to report that the patient was receiving "add gel" messages. The patient was issued a replacement electrode belt.